Manufacturer narrative:
Lifescan has requested the return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter continued to prompt "apply blood" after the sample had been applied to the test trip. The medical affairs specialist (mas) spoke with the pt on november 26, 2008 and obtained the following info. The pt reported that the alleged issue began 2 weeks prior to contacting lfs, but was intermittent. The pt stated that the last reading he obtained on the subject meter was "192 mg/dl" on the morning of the day prior to original date. Despite not being able to test with the subject meter, the pt claimed he continued to take his usual diabetes medication (500 mg of metformin in the morning and 50 mg of an unspecified oral medication in the evening). On the morning of original date, the pt stated he woke up with symptoms of dry mouth and blurry vision, which the pt associated with high blood glucose. The pt denied receiving medical intervention. At the time of troubleshooting, the customer care advocate (cca) confirmed the pt was using the correct testing technique and that the test strip was drawing the sample into the test strip area. The pt was able to tess successfully using a new vial of test strips. Replacement prods were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.